Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker was found in backup mode due to event queue overflow. The programming changes were made. The patient was in stable condition.